Manufacturer narrative:
(B)(4). The report that the pump module infused faster than expected was confirmed. Although the customer reported that the infusion was ¿dripping too fast¿, the device was found to be only slightly over infusing. Review of the pcu event logs confirmed that the pump module was programmed as reported. During the levophed infusion multiple patient side occlusion and flo-stop open alarms occurred, however it could not be determined during the investigation why these alarms occurred. Rate accuracy testing was performed with the device operating at the reported incident rate of 1.9ml/hr and was found to be slightly over infusing at +6.48%. The specification for this test is +/-5.00%. Inspection confirmed that the pump module rear case and bezel assembly were non carefusion parts manufactured by a third party. No testing of the administration set could be performed since no set was returned by the customer for investigation. The root cause of the customer¿s experience was not definitively determined; although the device was found to be slightly out of specification it is possible that a failure mode from the use of a third-party bezel could have contributed to the customer¿s experience. Carefusion recommends the use of carefusion manufactured parts in the safe and effective operation and maintenance of carefusion equipment. The exact failure modes of third-party parts are not known by carefusion.

Event description:
The customer reported that a patient had a 250 ml bag of levophed intended to be infusing at 1.9 ml/hr. The nurse started the infusion, and was still at the bedside when approximately 5 minutes later cardiac monitor alarmed because the patient's heart rate was greater than 200. At that time the drip rate was observed to be faster than expected for the programmed rate. The nurse confirmed that the rate was set accurately on the device. The pump was changed out and the patient's vital signs returned to normal; although the patient experienced an episode of unspecified tachycardia there were no lasting effects on the patient from this event.